Manufacturer narrative:
(B)(4). Testing was performed using instrument serial numbers (B)(4). Method: reserve sample tested from same lot (cuvette/single-use disposable). Process eval performed. No related ncmrs identified for the associated instruments. Cuvette device history records reviewed and found to meet specs. Result code: complaint was not confirmed through the cuvette eval testing. Customer believes result discrepancy was related to a unique pt issue and does not believe the issue was due to an instrument malfunction. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports results higher than reference with the protime microcoagulation system. Protime generated result of 7.1 inr and a repeat test result using a second protime instrument was 7.8 inr, which were both supratherapeutic compared to the pt's therapeutic range of 2.0-3.0 inr. Pt has a diagnosis of hypercoagulation due to an unk factor deficiency. Pt was examined in the emergency room and a blood sample was sent to the lab for result confirmation. Prior to obtaining the lab result, the pt was administered vitamin k based on the 7.1 and 7.8 protime inr values. Lab result of 2.3 inr was reported subsequent to the vitamin k administration. Pt was admitted to the hospital due to kidney stones, which was unrelated to inr testing or vitamin k administration.